Event description:
It was reported that the careassist tempur-pedic mattress was sinking down and the patient had three pressure wounds. The bed was located at the patient home. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the careassist tempur-pedic mattress was sinking down and the patient had three pressure wounds. The following additional was obtained from the patient. The homecare patient is a 77-year-old female with a medical history of paraplegia for 20+ years. The patient has been using the careassist tempur-pedic mattress for 13 years. The patient stated the mattress was too short for the bed and she was using boxes to take up the gap since its purchase. The patient has also been using a mattress pad for the past 5 years. The patient conveyed she currently has three pressure ulcers to the right ankle, coccyx, and left gluteus (stage of each unknown) that developed over the course of the past 5-6 months. The right ankle pressure ulcer required surgical intervention with "scraping of the bone" in (B)(6) 2022 and has since resolved. The left gluteal pressure ulcer has almost resolved. The pressure ulcer on the coccyx was positive for mrsa and the patient previously had a PICC line for antibiotic therapy; however, the patient stated she had a reaction to the antibiotic. The PICC line was removed, and the patient was switched to an oral antibiotic. The patient is currently seeing an infectious disease specialist every 4 weeks, wound care once a week, and a home health care nurse sees the patient twice a week. The patient stated she turns herself on her side and does get out of bed into a wheelchair at times but is home alone throughout the day. The patient stated she ordered an accumax mattress from hillrom (careassist tempur-pedic is no longer sold by hillrom) that is being delivered on (B)(6) 2023. The hill-rom tempur-pedic medical mattress for the acute care environment can support a patient weight up to 500 lbs. Tempur® materials are very responsive to temperature changes between room temperature and body temperature. As the material makes body contact it warms, enveloping gently around the patient, conforming to the body. The result is high performance pressure redistribution with superior comfort and support not found in regular foams or other viscoelastic memory foam mattresses. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed.¿ it is unknown if the facility performs preventative maintenance on their beds.¿ the development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. Although the stage of the pressure ulcers was unknown, exposure of bone would be categorized as a stage 4 pressure ulcer. A stage 4 pressure ulcer often requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. In this event, the patient required surgical intervention for the pressure ulcer on her right ankle, and medical intervention including IV (PICC) and oral antibiotic therapy for her coccyx injury, concluding a serious injury occurred. The careassist mattress was not inspected by hillrom as the issue was resolved by the patient replacing the 13-year-old careassist mattress with a new accumax mattress. Per the device IFU, hill-rom tempur-pedic medical mattress will provide use, free from defects in workmanship and materials, for a period of ten years (10-years) from the initial date of purchase. Therefore, the mattress was over its intended life. ¿based on this information, no further action is required.